Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 11/22/2024. An investigation was conducted on 01/13/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Charred material was observed on the intact heater wire. There were no visual defects observed on the intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 sn: (B)(6) at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. The safety shut-down mechanism integrated into the handle engaged after the device was activated for more than 20 seconds (five 20 sec activations). An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. No final testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "self- activation" was not confirmed. The lot#: 3000426358 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failures.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 handpiece plugged in to generator at beginning of vein harvest. The generator was noted to be beeping as if it was engaged when they were not clamping on vein nor engaging the handpiece to harvest. This one was engaging then the jaws were apart and not being manually deployed from the handpiece. No procedure delay. No notable harm to the patient. A replacement device was used to complete the procedure.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 handpiece plugged in to generator at beginning of vein harvest. The generator was noted to be beeping as if it was engaged when they were not clamping on vein nor engaging the handpiece to harvest. This one was engaging then the jaws were apart and not being manually deployed from the handpiece. No procedure delay. No notable harm to the patient.